Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips (lot# 3702788 and lot# 3668485) been returned and evaluated by lifescan product analysis with the following findings: lot# 3702788: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strip vial was found to contain test strips that were not the same product. Lot# 3668485: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.